Manufacturer narrative:
Conclusion: service tech recommended that customer replace foam crib assembly due to their concerns that fluid had ingressed the mattress.

Event description:
Customer reported a pt bled an extreme amount on top of the mattress while a procedure had to be performed. Staff had already cleaned the mattress and put on new mattress covers and cleaned the inside of the foam crib assembly. Service tech could not tell if stains were from blood or normal glue and wear and tear.